Event description:
Complainant alleged that during the incoming inspection of the device, the device displayed a "defib fault 72" message and a "pacer fault 116" message when the device energy was discharged. The complainant indicated that there was no patient involvement in the reported malfunction.